Manufacturer narrative:
On 08 june 2018 it was communicated the following: we investigated regarding the pin missing, it was present before the operation, and missing after it. The surgeon commented he will continue to monitor the patient to exclude it remained in the body. Batch review performed on 26 june 2018. Lot 1653276: (B)(4) items manufactured and released on 25 october 2016. No anomalies found related to the issue. Second event registered on this lot. Visual inspection of the retrieve instruments performed the 27th of june 2018 by r&d project manager: percutaneous tower (03.52.10.0403+03.51.10.0404) one pin is missing as reported and as visible in the pictures reported with the complaint. The pin could have broken prior to the surgery, or during the surgery due to heavy handling (high forces applied e.g. Derotation manoeuvres, high reduction). The instrument includes 4 retentive pin, and would still be functional with one less. The percutaneous set includes multiple (at least 6) percutaneous towers, therefore the surgery can be completed even if one is found defective. The associated risk is the fall of the pin within the surgical field. The pins are made of biocompatible material (stainless steel per astm f899) and are radiopaque, during and at the end of a percutaneous surgery, x-ray images are routinely taken therefore a disassembled pin could be located and retrieved. In this case no pin was found with x-rays therefore it is unlikely that the same remained within the patient. Release system (03.52.10.0511+03.51.10.0513+03.52.10.0514): the devices are completely functional and free of any defect. The same instrument can be normally assembled and effectively used on the percutaneous tower. See video attached. The problem during surgery, as hypothesized in the preliminary complaint, might be due to incorrect or incomplete sequence of use e.g. The surgeon pulled up the tower before the release handle was completely pressed etc. The correct sequence of use and the warnings are described in the surgical technique. The release system is used at the end of the procedure. In case it doesn't work the perc. Towers can be removed manually.

Event description:
After the final tightening of set screws, 2 out of 4 percutaneous towers were hard to disengage from the pedicle screws. After many attempts, they were able to disengage, but the percutaneous towers were hard to disengage from the release system. They were able to disengage with a hammer by force. After the surgery, a pin of the percutaneous tower was missing. It was unknown when a pin was missing and whether it was related to this event. Due to this event the surgery was prolonged about 10 minutes.